Manufacturer narrative:
Lot #: the customer reported lot 6018798, however it is not recognized as a valid lot. The user facility submitted a medwatch report for this event: mw5093845. The device was not returned and the valid lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This was identified prior to patient use. There was no patient involvement. No additional information is available.